Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp said the patient was having an MRI and felt uncomfortable stim in their bladder so the scan was stopped. Caller confirmed device was in MRI mode and conditions were followed. Tech support redirected to managing hcp to interrogate the device.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). The rep conveyed that the patient reported they received an MRI at a diagnostic imaging center and that they had been sent to this location because it had an MRI that would work with the patient¿s stimulator. The patient noted that they felt they had been unsure of how to activate MRI mode and during the MRI, the patient could feel their battery moving and it hurt so bad they¿d fainted and the MRI had been stopped. After the patient recovered, the staff could not turn the patient¿s device back on. The rep reported that the health care professional (hcp) wanted to find out what happened, noting that the patient had been in pain for weeks afterward but that they were slowly getting better. The rep reported that the diagnostics/troubleshooting performed were that they tested the impedance (testing) and everything had been fine. The rep reported the actions/interventions that were taken to resolve the issue were that they reprogrammed the patient¿s dev ice. The rep stated it was unknown if the issue was resolved at the time of the report but noted they would follow up for more information. The rep stated that no surgical intervention had occurred and that no surgical intervention was planned at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted their doctor about the issue on 2021-(B)(6). The device was turned off for a week and then turned back on. The issue was not yet resolved.